Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture and ¿displacement of implant¿ . Device has been explanted and replaced with non-allergan.

Event description:
Healthcare professional reported left side rupture and ¿displacement of implant¿ . Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: malposition: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on patch/shell bond edge assessed as unidentified (tear) opening. Shell thickness within specification. ¿ malposition: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and ¿displacement of implant¿ . Device has been explanted and replaced with non-allergan.